Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for the sinus rhythm diagnosing svt as vt. The patient was not symptomatic. The av interval delta was programmed from on to off. The patient will continue to be monitored. The patient condition is fine.